Event description:
After a few uses, the instrument rusted, the thread twisted and the teeth which allowed the centering of the lag screw broke. It seems that the quality of the stainless steel is incorrect. This event did not occur during a surgery.